Manufacturer narrative:
(B)(4) batch number - p56783. Investigation summary - two photos were provided;  in the first picture two pieces of tissue can be appreciated over a what appears to be gauze. The second picture shows a blue cartridge, the cartridge deck is visibly damaged at the distal end as if it was clamped over a hard object. Based on the two photos provided, the event describe is confirmed.    The analysis found that the pse60a device was received with no apparent damage and with an ecr60b cartridge loaded on the device fully fired and with damage on cartridge deck. Upon evaluation of the reload, one piece sled and some drivers were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: was the post-op care changed in any way compared to this type of procedure? [Not reported] does the surgeon believe that the fibrous tissue was within the jaws during firing? [Surgeon suggested that it should be adjacent to the jaw but no completely within.] Were any unusual sounds heard during firing? [No] was the device difficult to close? [No. As usual.] Was any hard object used near the application of stapler to include clips, guidewires, or ng tubes? [Not to be discovered.] What is meant by ¿fired 2 more reload to do resection of the whole staple line, with many metal clips on it¿? [Since the problematic staple line is incomplete, resection of the problematic staple line is required, and 2 more firing is done to resection it. After the whole procedure, since surgeon are conservation of the product, many metal clips are used to reinforce the staple line.] Was the same device used to complete the procedure? [With a test firing of another reload, the procedure is used to complete the procedure.] Was both a 60 mm and 45 mm device used? [Only the 60 mm used] what is the current patient status? [Fine and discharged.]

Event description:
It was reported that in this stomach wedge resection case, there are 1 large polyp, 1 small size gist and 1 tiny fibroid. The wedge around the large polyp is smoothly transected by the same powered echelon and with 2 x same lot echelon reload ecr60b. After that, when the surgeons fired the third reload to transect the small gist, the distal part of the staple line burst after firing. With examination of the reload, the reload distal tip is broken by the tilted track of blade running through. Staples also malformed. After clear examination of the staple line, a tiny soft fibrous is found next to the staple line. Surgeon is not satisfied since the fibrous is only a little bit thicker which will only cause staple malformed instead of the blade off-tracking. The team at last fired 2 more reload to do resection of the whole staple line, with many metal clips on it. Staple line malformed, which requires to be removed, more tissue is needed transected. A mini-sleeve gastrectomy is done. A prolonged surgery time.